Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure, that a thrombosis occurred near the stented lesion. The pt was enrolled in the program in 2004. Target lesion 1 (10 mm long) was identified in the proximal cx with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0%. The instent restenosis in the rca was treated with cutting balloon angioplasty and adjunctive brachytherapy. Following the arrive implant procedure, it was noted a small side branch of the lcx was occluded. The pt's cardiac enzymes met protocol criteria for myocardial infarction. The pt was discharged 3 days later in stable condition.